Event description:
The customer reported that the device had an alarm led failure. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
It was confirmed that there was no patient involvement. Multiple attempts were made to obtain information regarding the device evaluation, repair, and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
H11: it was confirmed that there was no patient or user harm.